Event description:
It was later noted that the patient is part of the system longevity study.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead dislodged and could not be repositioned. Therefore, the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204trm implantable pacemaker cardio/defib (B)(6) 2012; 6947m implantable tachy lead (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012. (B)(4).